Manufacturer narrative:
(B)(4): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, the device was advanced over a jagwire (bsc) and was placed in the common bile duct; however when the stent was attempted to be released, resistance was met, and the guide catheter broke. The broken guide catheter, the push catheter, and the stent were removed together; no pieces remained in the patient. No other damage was noted to the device. It was reported that the angle of the papilla was very sharp. It was also confirmed there were no issues with the jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the device was advanced over a jagwire (bsc) and was placed in the common bile duct; however when the stent was attempted to be released, resistance was met, and the guide catheter broke. The broken guide catheter, the push catheter, and the stent were removed together; no pieces remained in the patient. No other damage was noted to the device. It was reported that the angle of the papilla was very sharp. It was also confirmed there were no issues with the jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The proximal portion of the guide catheter with touhy borst cap was returned for evaluation. Visual evaluation revealed the returned guide catheter fragment to be broken and stretched. The distal end of the guide catheter was not returned. The delivery system and stent were also not returned. The stretched and broken guide catheter fragment indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.